Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 1 year and 8 months post-implant, the patient went to the hospital after experiencing red heart alarms. When the patient was connected to a power module, pump stoppages and reductions in pump speed occurred. The patient was asymptomatic during the events; however, the patient was admitted into the hospital and an ungrounded patient cable was provided.

Manufacturer narrative:
The report of red heart alarms, pump speed reductions, and pump stops was confirmed via review of the submitted system controller data log file. The events appeared to occur while the patient was tethered to a power module and were correlated with slight elevations in pump power. The findings appear to be consistent with a potential driveline wire compromise; however, driveline wire damage could not be confirmed because the pump remains in use supporting the patient. X-rays of the internal and external portions of the driveline were unremarkable. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The approximate age of the device is 1 year and 8 months. The device remains implanted and the patient remains on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.